Manufacturer narrative:
Additional information: (device mfg date) has been updated based on the returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated inthe mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A customer's mother reported that her son received a higher reading on the adc freestyle libre sensor scan compared to a reading obtained on the built-in meter. On (B)(6) 2019, the customer obtained a scan of 148 mg/dl with a vertical arrow but felt unspecified symptoms of hypoglycemia. The customer's mother performed a blood glucose test using the built-in meter and obtained a result of 24 mg/dl. The mother administered "sugar" as treatment. There was no report of further treatment or intervention. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer's mother reported that her son received a higher reading on the adc freestyle libre sensor scan compared to a reading obtained on the built-in meter. On (B)(6) 2019, the customer obtained a scan of 148 mg/dl with a vertical arrow but felt unspecified symptoms of hypoglycemia. The customer's mother performed a blood glucose test using the built-in meter and obtained a result of 24 mg/dl. The mother administered "sugar" as treatment. There was no report of further treatment or intervention. There was no report of death or permanent injury associated with this event.